Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced pain and an allergic reaction. Four months post a contour implant procedure the patient experienced a sharp burning pain and an allergic reaction. At the time of reporting it was unknown if the patient received any pain treatment or treatment for the allergic reaction. No further patient complications were reported.